Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's blood glucose levels reached 1.7 mmol/l (30.6 mg/dl) while wearing the pod between 49 and 71 hours. The patient lost consciousness. As treatment, the patient applied a new pod and was given food to eat by colleagues. The patient did not seek medical intervention.